Event description:
It was reported that during patients surgery to reposition the ipg due to pain at the ipg site the physician noticed the patients lead had migrated. As a result, the entire system was explanted. Related manufacturer reference number: 1627487-2023-01995.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.